Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer was 300 to 400 mg/dl. Customer was not sure if it had something to do with pacemaker being put in their body. Current blood glucose level of customer was 230 mg/dl. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.